Event description:
This system was explanted due to endocarditis on (B)(6) 2012. This system was retained by the hospital. There are no known complaints associated with the functionality of this device. Should additional information become available, this fill will be updated.